Event description:
Oral-b cross action clean maximiser heads...doesn't stay on the brush [device breakage] case narrative: female consumer via e-mail stated that the oral-b cross action clean maximiser toothbrush heads did not stay on the oral-b toothbrush. No injury was reported. 31-jan-2024 follow up via email: the concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot was 2bb12810505. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Manufacturer narrative:
07-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Oral-b cross action clean maximiser heads...doesn't stay on the brush [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b cross action clean maximiser toothbrush heads did not stay on the oral-b toothbrush. No injury was reported. 31-jan-2024 follow up via email: the concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot was 2bb12810505. No injury was reported. 09-may-2024 case update: the suspect product lot was 1151b211q0. No injury was reported. 07-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.